Event description:
Customer reported an incident that occurred during a treatment, where a lot of "caution: pbp weight" and "advisory: clamped bag" alarms had been triggered. The treatment of the pt had to be stopped. According to the users, the impossibility to treat the pt contributed to the death of the pt. No blood loss reported. Reported machine runtime 1364 (h).

Manufacturer narrative:
A hospital technician checked this machine after this incident, on october 2nd (note: before this intervention, the scales had already been calibrated by the centre). The technical values of the scales were the following: replacement: control grams: 15, protective grams: 19, dialysate: control grams: 15, protective grams: -6, pps: controls grams: -3, protective grams: -16, effluent: control grams: -30, protective grams: 15. So, the hospital technician proceeded to a calibration of the scales. The technical data files have been forwarded to the MFR and have been analysed. The technical values of the scales above reveal a case of "scale drift" where the difference between the control values and protective values are too great (in all cases except the replacement scale values). Scale drift is typically the result of excessive pressure applied when closing the scales. Further technical investigation will be carried out, when the technical report from the hospital sas technician is available. A clinical investigation will also be carried out. A follow up report will be submitted as soon as the investigation has been concluded.